Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned mmdg was not able to perform an investigation. After reviewing the complaint information sent to mmdg it appears this complaint was for a free floating particle of an unknown substance. We are unable to confirm when or how the particulate was introduced because the set was not returned for investigation.

Event description:
The initial reporter stated that the spike "looked dirty, had a hair on it" and "had particulate". They also stated that this was found while the device was being set up and that the set was not used on a patient. (B)(4).